Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Event description:
The customer received questionable results from a coaguchek xs pro meter. The serial number was requested but was not provided. The result from the meter was 4.5 inr and the result from the laboratory was 3.1 inr. The laboratory reagent was not known. There was no allegation of an adverse event. The therapeutic range was 2.5 to 3.5 inr. The patient was anemic (hct was 36.9%.), no heparins, no antiphospholipid antibodies, no direct thrombin inhibitors, no bleeding and some bruising. The suspect product was requested to be returned for investigation. Replacement product was sent. Retention test strips were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.